Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had fluctuating high and low blood glucose. Customer reported their blood glucose declining to 42 mg/dl and rising to over 400 mg/dl. The customer treated highs with the syringe and was down to 21 mg/dl as per his meter. The sensor had inaccurate readings he was at 42 mg/dl and sensor glucose states at 192 mg/dl. The customer declined to troubleshoot high and low blood glucose. The insulin pump will not be returned for analysis.